Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.